Manufacturer narrative:
D7a: corrected. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. Functional test was performed by inflating the cuff using a syringe. Later the set was submerged in water. No leakage was observed in both the cases. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff leaked during patient use in the middle of (B)(6) 2026. No patient harm/adverse event was reported.